Event description:
The patient complained of uncomfortable sensations at the implant site. The uncomfortable sensation occurs when the stimulation is on or off. The physician did a physical exam. The patient has sensitivity in the lumbar-sacral area. The patient will be treated with injection therapy.